Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced an adverse event. Patent's mother reported that at about 10:30pm, 911 was called. The patient's continuous glucose monitor (cgm) was showing 34mg/dl with a double error pointing down. The patient had taken too much insulin, approximately 1.5, 2 hours before dinner and 1.5 after dinner. The paramedics gave the patient a gel shot bringing their glucose to 110mg/dl. Patient's mother also had the patient eat a peanut butter and jelly sandwich bringing their blood glucose up to 400mg/dl, and then gave them insulin 5.6, 2.5 hours later and 1.5 insulin. On the morning of (B)(6) 2016, the patient was at 300mg/dl and was given 1.0 insulin and their blood glucose had decreased to 210mg/dl. At the time of contact, the patient was at home and well. There was no alleged device malfunction and patient's mother stated that the cgm helped take the right steps in providing aid to the patient. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.